Event description:
Pt had jackson-pratt drain, baxter-cat# su130-1311 placed postop (back surgery-spinal fusion). Nurse pulled on tubing with minimal force. Tubing broke. Drain portion surgically removed. Piece retained for examination.